Manufacturer narrative:
The device in question was returned to the manufacture on oct 16,2024. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Investigation results become available, a supplemental medwatch report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there are light source problems dimming,flickering and no light. The respiratory therapist plugged in the blade, saw that it wasn't working, opened up a new blade, and then proceeded to intubate the patient. So, there was no patient harm with this incident. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
Correction to the d9 return date, as it was previously filled with the incorrect date. The correct date should be november 8,2024. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: based on the repair report and our own experience, we have come to the most likely conclusion that the adhesive at the tip of the c-mac blade is worn away by the reprocessing process. This causes liquid to penetrate the blade, affecting the electronics and causing the led to fail/dim. In addition, the image sensor is affected by the ingress of liquid and shows image interference/failure; even the determination that it has been opened by a third party can affect the product's function because it is not known what has been done to it. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction to the g-3 aware date, as it was previously filled with the incorrect date. The correct date should be october 18,2024. The event is filed under internal karl storz complaint ID: (B)(4).